Manufacturer narrative:
The exposed portion of the soft cannula was observed damaged at the distal tip. The damage observed at the distal tip did not prevent insulin delivery. Further investigation of the device did not find any other damages or defects that could contribute to a failure of the pod to deliver insulin. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin. Although damage was observed at the distal tip of the soft cannula, the timing and cause could not be determined. The adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 326 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a bolus attempt was made.